Event description:
It was reported that"seal broke and dropped into pt and was retrieved." No pt injury.

Manufacturer narrative:
The actual device was returned and visual examined. Examination of the device revealed the seal was torn. It appears the seal was stretched and torn by an instrument during the surgical procedure. There was no evidence that the device was not properly assembled. We consider this investigation complete and the complaint closed.